Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was present on the right ventricular lead. Noise was reproducible with isometrics and has been present since (B)(6) 2018. Lead was capped and replaced on (B)(6) 2019 with no complications.